Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had a gradual return of urinary symptoms since a couple of weeks ago, but yesterday was a total return of symptoms. It was noted that the patient had tried using the patient programmer on and off for a couple of weeks. It was later reported that the patient¿s health care provider (hcp) was performing a battery exchange for the patient on (B)(6) 2014. The patient¿s device was assessed in their hcp¿s office around (B)(6) 2014 and at that time it was discovered that the battery was low on energy. Prior to the procedure the manufacturer representative confirmed that the energy was low on the implantable neurostimulator (ins) and additionally noted was the finding of impedances on all electrode sets. During replacement the lead, battery, and extension were removed properly. When removing the boot from the lead it was apparent that the lead was stretched and when slightly tugging on the lead to help define the lead insertion sight the lead came out without resistance. It appeared that the lead had a complete fracture prior to the procedure and a lead replacement was done contralateral to the original lead site. Appropriate testing was done with the amplitude less than 2 at all electrodes. The new lead was implanted on the patient¿s right side and the existing battery pocket was utilized. The lead was partially explanted and it would be returned and the ins and extension would also be returned. There was normal battery depletion and there were high impedances of greater than 4000 ohms on all electrode configurations. The action required as a result of the event was replacement. The product issue was resolved and the cause of the issue with the lead was not determined. The product issue with the ins was determined to be that the battery depleted. The patient status was alive with no injury and the symptom associated with the event was less than 50 percent therapy relief at the lead and extension connection. The patient¿s friend or family member was not sure why the lead was broken and it could have been from a fall. The patient fell and then started suspecting that the therapy stopped working 6 months ago. The symptom the patient experienced as a return of overactive bladder (oab) symptoms. It was unknown to the patient¿s hcp if it was normal battery depletion. It was unknown what caused the lead to break and according to the patient and their spouse the patient fell frequently. Not all parts of the lead were explanted and the lead was completely broken and the distal end of the lead before electrode 3 remained implanted. The patient assumed care with use for [illegible] when no longer [illegible] in area. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # j0504240v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type extension; product ID 3889-28, lot # j0504240v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly. The ins battery was not in new condition. Analysis of the tined lead ((B)(4)) found that the lead body conductor was broken at or near the tines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.